Event description:
Customer reported device memory reading = 943mg/dl. Device result = 943mg/dl. Customer did not treat themselve based on value in memory. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.